Event description:
It was reported that the customer had unexplained high blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the insulin pump was alarming motor error and no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.